Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2021-06521. Related manufacturer report number 1627487-2021-19291. It was reported that patient experienced a fall resulting in the leads being damaged and having high impedance issue. The implantable pulse generator was inoperable as a result and unable to connect to the ipg. Patient lost effective therapy as a result. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.